Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The distal conductor of the lead was extrinsically over-rotated. The analyst noted that the stylet insertion test result was failed due to distortion of distal conductor within is-1 connector pin. Visual inspection found that the outer insulation breached in vivo/ clavicle -rib crushed.

Event description:
It was reported that during upgrade procedure, the physician was unable to fully insert the stylet into the right ventricular (rv) lead. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.